Event description:
Surgeon replaced the insert into a correct one into 3/10mm.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records found no related manufacturing deviations or anomalies. Due to no similar failures found in the DHR review, inability to confirm failure mode due to no product returned, and no other product available from lot to review, the complainant failure mode could not be confirmed. No similar complaints within a 18 month period, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.